Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. There was blood on the proximal conductor of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered in blood, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the right atrial and right ventricular leads had dislodged and were in the superior vena cava. During the lead revision, the physician was not able to get the helix to extend on either lead. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.